Event description:
Information was received that there was a failure to program incident on the patient's generator prior to replacement surgery. A battery life calculation showed that the patient's generator had approximately 1 year remaining until reaching neos=yes. Clinic notes from the patient's office visit on (B)(6) 2016 were received. The notes indicate that the patient's generator had only reached ifi=yes. The failure to program incident occurred on (B)(6) 2016. The battery life calculation and the observed battery warning do not support a failure to program incident due to end of service. The programming system was able to interrogate 5 other devices that day with no issues. The programming system was also able to interrogate the patient's new generator once it was implanted. Thus, there is no suspected issue with the programming system. The patient's explanted device has not been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Product analysis was completed on the explanted generator and found that the patient's generator was at near end of service.. No functional anomalies were found no anomalies exist and the near-end-of-service (neos) condition is an expected event. The pulse generator was interrogated at multiple orientations adjacent to the programming wand. The pulse generator interrogated at all orientations.no other relevant information has been received to date.

Event description:
The patient's explanted generator was received and is undergoing product analysis.